Manufacturer narrative:
(B)(4).

Event description:
It was reported that a physician's programming system showed an error establishing communication error. It was identified through troubleshooting that the communication issue was related to a faulty serial cable. A replacement serial cable was provided to the physician. No patients were affected. The serial cable does not require return, as the failure mode is understood to be a failure of the serial cable associated with a disconnected wire connection.